Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure at an unknown date. During the procedure, the right ventricular (rv) lead was kinked. The rv lead was not used. The patient was in stable condition.

Manufacturer narrative:
The reported event of "rv lead got kink" was confirmed. A complete lead was returned in one piece. Visual examination found significant twisting in the lead body, while x-ray examination identified over torquing of the inner coil at the connector region consistent with procedural damage. This over torquing caused the lead body to twist, that could have led to the event reported in the field.